Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stomach will be separated by stapler during a laparoscopic sleeve gastrectomy procedure, it was stated that the stapler did not fire. A new reload and handle was used to complete the case. There was no patient injury.